Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a case, it was noted that a broken bur was stuck in the attachment. It was also reported that there was no medical intervention, no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
The reported event of a broken bur stuck in the attachment was confirmed by a manufacturer service technician. Investigation results indicate that internal corrosion was observed on the associated attachment ((B)(4)). This could potentially cause the break due to insufficient bearing support or non-recommended cleaning procedures.

Event description:
It was reported that after a case, it was noted that a broken bur was stuck in the attachment. It was also reported that there was no medical intervention, no adverse consequences and no delays as a result of this event.